Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being advanced to the treatment site in the left sfa and during retraction of the device, the stent detached from the balloon. The stent was expanded and successfully implanted at the intended treatment site. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.